Manufacturer narrative:
Submitting a correction supplemental MDR to update section b7 to add in the patient has diabetes and h6 to correct the clinical codes.

Event description:
On (B)(6) 2026, the parent reported that two pods were removed after being worn on the back for approximately 1 to 4 hours due to low blood glucose and elevated ketones during an acute illness. A finger-prick blood glucose value of 3.8 mmol/l (approximately 68 mg/dl) was reported, with ketone values between 1.5 and 1.7 (units not provided). Haribo was administered to treat the low blood glucose; however, vomiting prevented resolution. The patient also experienced a high temperature, lethargy, and pallor. Both pods were removed prior to presentation at the diabetes emergency assessment unit, where the patient was evaluated for approximately six hours. The patient was diagnosed with a sickness bug with associated ketones and was treated with anti-sickness medication, food, and gluco gel before being discharged the same day. Of the two pods removed, one pod is documented as associated with a medical event, while the second pod was documented without a medical event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to determine if any product condition could have contributed to the reported diabetes emergency assessment unit visit and low blood glucose / sickness bug event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.